Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the following: "following the placement of a subdural-peritoneal valve as part of the medical management of my son, the procedure was initially carried out in accordance with the indications and without any immediate complications. However, within the month following the intervention, his health condition deteriorated, with the appearance of abnormal clinical signs leading to a medical reassessment. Additional examinations then revealed an infectious complication related to the implanted device. A valve infection caused by staphylococcus, a bacterium frequently involved in infections associated with implantable medical devices, was diagnosed. This situation required specific actions, including further investigations and appropriate treatment. We had been informed that this type of infectious complication was among the possible risks associated with this type of procedure. However, it is important to note that our son had already contracted a staphylococcal infection during a previous surgical procedure performed in the same facility on (B)(6) 2025, less than three months earlier. The occurrence of two staphylococcal infections within such a short interval legitimately raises questions about the circumstances of care and the conditions under which these procedures were performed. Therefore, this infection constitutes a postoperative complication that occurred shortly after the placement of the valve and is directly attributable to it. Current condition of the patient: following this staphylococcal infection, the impact on my son¿s health has been particularly severe. He experienced intense pain requiring the administration of strong analgesics, including nubain and then morphine, as well as more intensive treatments such as ketamine and sufentanil. He had to have numerous medical examinations: MRI, contrast-enhanced CT scan, repeated blood tests, two lumbar punctures, ultrasounds, and x-rays. In terms of complications, he developed a pleural effusion related to a lung infection, peritonitis, as well as a splenic infarction due to volvulus. This latter complication led to a splenectomy performed on (B)(6) 2025. At the same time, the shunt valve was removed and replaced with an external drainage system. A further surgical procedure was required on (B)(6) 2025 to implant a more suitable and sterile valve."